Manufacturer narrative:
Date of event is estimated. Exact date unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy few months ago (unknown exact date) due to ipg being inoperable. Patient received the end of life message on the ipg. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was confirmed post operatively.